Event description:
The device was explanted after an implant duration of approx one month. The reason for explant was reported as "leakage from unit." Multiple attempts have been made to obtain add'l info without success.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.